Event description:
Patient underwent tee procedure. During the procedure, the use of the oxymask is necessary in order to deliver and monitor oxygen therapy as part of the procedure. After the procedure when the patient was recovering, the patient reported "something in her throat". After many attempts at coughing, the patient coughed up an internal disk that is part of this mask. The disk is detachable from the mask. The purpose of the disk is to distribute oxygen flow evenly. Patient was not harmed. Vendor was notified. Upon further investigation of this mask, the disc is easily detachable posing a choking hazard.